Manufacturer narrative:
Evaluated one open or used reservoir. Performed pre-fill test to reservoirs. No leakage and no air bubbles were observed during analysis. Checked o-ring or stopper groove for defects and none were found. Conclusion: no air bubbles and no leakage anomalies during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble and also leak. The customer¿s blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.